Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates . This MFR. Report addresses patient 7 of 14. The customer reported a false positive result with the ID now covid-19 assay on (B)(6) 2021 on a direct tested dacron brand nasopharynx swab. Repeat testing was not performed. Confirmation testing was performed with pcr generating negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m159271 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m159271 and test base part number 190-430 / lot m159271. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m159271 showed that the complaint rate is 0.02%. Bbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. Review of complaints against the kit lot(s) for the reported issue indicates product performance is as expected and have not identified a product deficiency.